Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a temporary connectivity issue with the dexcom g7 sensor following sensor replacement. The user manually entered glucose readings into the ilet to maintain insulin delivery until the sensor reconnected. Glucose levels subsequently stabilized after successful pairing. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.